Event description:
The patient presented for planned explant of the left sided pacemaker and capping existing leads and new pacemaker system implant to right side. Patient is completely dependent with history of complete heart block (chb). During the last clinic check, noise was noted on atrial and right ventricular (rv) leads. The patient had reported symptoms of near syncope and dizziness. The existing leads are medtronic 5076 with noise recorded on egms. No pauses noted at clinic check. Ventricular impedance was at 350 ohms and 0.75v at 0.4ms last check. The patient had been programmed voo 70ppm to avoid any further symptoms. Isometrics was not attempted as patient was completely dependent and temporary pacing was not available in the office. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154469.